Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation could be performed. The lot number was unknown therefore a batch review was not performed. The root cause of the complaint was not determined.

Event description:
During troubleshooting for a check patient line alarm which occurred on the home choice (hc) during fill 2 of 6. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and contact their nurse. There was patient involvement but no patient injury or medical intervention was reported.